Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the serial number and exp. Date for the device involved in the event was not provided, the full UDI is currently not available. D9, h3, h6: the subject device has been received. The product was returned to depuy synthes for evaluation. E3: reporter is a j&j sales representative. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the rapidsorb cortscr ø2 l4 2u was found broken between the head and the threaded body. The broken fragment was not returned for examination. No other issues were observed, therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed. Dimensional inspection: n/a. Device history lot product code: : 806.004.02s. Lot number : 262l546. Release to warehouse date : 01.feb.2024. Expiration date : na. Supplier: na. Manufacturing site: werk bio oberdorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw broke. It was reported that during the surgery, when inserting the screw, the screw's was broke, all the pieces were removed from the patient. When changed to another (3) three in order to continue the surgery, the same problem happened again and again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) 2.0mm rapid resorbable cortex screw 4mm-sterile this is report 3 of 4 for complaint (B)(4).